Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that log files had indicated critical battery alarms were triggered for the battery. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that critical battery alarms were observed in the log files. The battery (B)(4) was not returned for evaluation. A review of the battery's manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the device was not performed since the unit was not returned. Log file analysis revealed that the controller, con306314, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed three (3) critical battery alarms due to communication errors involving (B)(4). As a result, the reported event was confirmed via log files review. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.